Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger/slider was blocked and jammed. It was observed that intermittently, the device did not run. It was further observed that the tension screw was faulty. It was further determined during the pre-repair diagnostics assessment that the device failed for trigger test, off/on/on mode, triggers, electronic control unit and for oscillations frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the battery oscillator device and the battery casing device had a burnt motor while in use together. It was not reported if the devices were used in surgery or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.